Event description:
The hosp reported that during an endoscope vein harvesting procedure, one hemopro device remained activated when the toggle switch was released and a second hemopro device would not activate. A replacement unit was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
The devices were returned to the factory for eval. Investigation results: eval: refer to device #1. Device# 1: (lot# 25049966). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The hemopro device showed signs of clinical usage and evidence of blood. A visual inspection determined that the heater wire had dislodged from the tip of the jaw and was bent. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device passed the pre-cautery test as it produced steam and heat during several activations and shut off when the toggle was released. Based on the eval performed, the reported complaint for failure to activate could not be confirmed; however, the complaint was confirmed for the dislodged heater wire. Device# 2: (lot# 25043447, exp date: 08/31/2012) - a lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The hemopro device showed signs of clinical usage and evidence of blood. A visual inspection determined that the heater wire was partially lifted away from the hot jaw. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device did not pass the pre-cautery test; the hemopro self-activated when it was plugged into the power supply. The handle of the device was opened to evaluate the internal connections of the device. One of the wires was found loose and was not properly soldered into the terminal creating a continuous activation. Based upon the eval results, the reported complaint was confirmed for "remains activated." Mfg personnel have received awareness training on this failure mode. (B)(4).